Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After multiple recaptures of the closure device, a suspected thrombus was observed on the device between the device and connector. The physician decided to completely recapture and remove the 31mm wds and exchanged for a smaller size which was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported thrombosis occurred.a left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After multiple recaptures of the closure device, a suspected thrombus was observed on the device between the device and connector. The physician decided to completely recapture and remove the 31mm wds and exchanged for a smaller size which was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.